Event description:
On (B)(6) 2010, patient reported one of the buttons on her infusion device is not working. Verified the down button is not working. Patient stated she noticed this issue for the first time about a month ago while attempting to bolus. Patient reported she has been going into the standard bolus option on the infusion device since the down button is not responding. Patient stated the buttons pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.